Event description:
The customer reported the rad-87 device is giving inaccurate lower readings. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection upon receiving revealed housing damage. The device was able to turn on using ac and battery power and was able to remain on when switching between ac and battery power. The device was able to obtain readings with customer cable and masimo sensor. The device was found to visually and audibly alarm during alarm conditions. The device passed both manual and preset simulation tests. No product performance issue related to spo2 and pulse rate was identified. The device was left on with continuous measurement of 98% spo2 and 90 bpm for 60 minutes. The measurements were stable and continuous. The customer¿s complaint was not duplicated. The device was found to be fully functional. A service history record review reveals that this unit was in the field for over six (6) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the rad-87 device is giving inaccurate lower readings. No patient impact or consequences were reported.